Event description:
Correction to b5 to initial report: it was observed during the device inspection, that the gastrointestinal videoscope exhibited there was white foreign material evident in the air and water channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see corrected data in field b5. H6 (component code) and h6 (medical device problem code). Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 13aug2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the adhesion of the material in the air/water channel, but the type of the material could not be identified. There was no deformation at the section of the device with the foreign material remained. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. A definitive root cause of the foreign material remained in the device could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited an issue related to improper handling. There were no reports of patient involvement.